Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited oversensing of noise. No intervention was performed. The patient was in stable condition.